Manufacturer narrative:
Analysis of the catheter revealed catheter body has significant twisting that may have affected infusion; catheter broken related to users actions and catheter body damage to transition tube. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. Product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 18-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving fentanyl 4.0mcg/ml at 0.3198mg/day via an implantable pump. The indication for use was spinal pain. On (B)(6) 2019 it was reported that the physician was going to revise the pump segment of the catheter as it had a break. No patient symptoms were reported, and no additional information was provided regarding the event. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive no injury and no further complications were reported or anticipated.